Manufacturer narrative:
The hill-rom tech found the nurse call not functioning due to the bed sidecom cable was unplugged from the wall. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech reconnected the sidecom cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not functioning. The bed was located at the account in 7016. There was no pt/user injury reported. (B)(4).